Event description:
It was reported that during a da vinci s sigmoid colectomy procedure, the site experienced a battery fault causing the system to switch to battery back up. The system also could not be connected to the patient side cart (psc) and a red fiber cable error was displayed. Prior to calling isi for technical support, the surgeon made the decision to convert the surgery to traditional open techniques to complete the planned procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the reported issues experienced by the customer were associated with the system power cord not being property seated into the system and a dirty red fiber optic cable. The power cord provides power to the system. The red system cable connects the surgeon console and the patient side cart and passes video, audio, and data during system operations. The system was repaired by properly seating the power cord and cleaning the fiber cable. As of november 16, 2010, there have been no reported recurrences of the issue at this hospital.